Manufacturer narrative:
The device was returned for inspection. Based on the results from the investigation, the cause of the reported malfunctions is unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The evaluation of the rigid video laparoscope found low light transmission, the distal fibers broken, dents on the outer tube and distal edge, and dirt on the objective unit. There was no patient involvement.